Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that a port catheter allegedly ruptured and was removed. It was further reported that device was not replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one partial catheter reported to be from a MRI plastic hard- base single lumen port, peel- apart percutaneous introducer system with silicone 6.6 french catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for complete subcutaneous break in the catheter, more specifically, for complete fracture due to pinch off as the break profile had an elliptical shape with sharp internal edges. The break occurred near the 17 cm marking on the catheter, and the depth markings were worn. Necking was also observed between the 16 cm and 17cm markings on the catheter surface. The identified catheter break possessed characteristics typical of catheter pinch-off. Additionally, per the reported event details, the device was inserted via the subclavian vein. As a result, it is possible that damage caused by compression of the catheter between the clavicle and first rib may have contributed to the condition of the catheter. However, the definitive root cause could not be determined based upon the available procedural information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. (Expiration date: 03/2022).

Event description:
It was reported that a port catheter allegedly ruptured and was removed. It was further reported that device was not replaced. There was no reported patient injury.